Manufacturer narrative:
Ge healthcares (gehc) investigation has been completed and the root cause of the patient desaturation cannot be determined. Testing on the returned exhalation valve assembly (eva) and exhalation flow sensor were unable to duplicate the malfunction. Based on the information from the complaint/customer survey, device logs, and part testing, the root cause could not be determined, however it is possible that the excessive condensation build-up, nebulizer usage, and/or the age of the eva and exhalation flow sensor contributed to the patient desaturation.

Manufacturer narrative:
Ge healthcare's (gehc) fe performed a checkout of the engstrom but could not confirm the reported issue. Gehc's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: information not provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an engstrom when it was alleged that the patient desaturated. Reportedly, the ventilator was delivering 5-6 breaths per minute which did not match the unit settings. The fio2 settings were increased to aid the patient. The patient was switched to manual ventilation, the unit was replaced and the patient's o2 level recovered. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.